Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: 00598801020, 62769798, stem extension; 00588000400, 62857161, tibial component; 00598801013, 62762287, stem extension; 00588005012, 62795173, articular surface with hinge post; 00597206535, 62869168, all poly patella. MFR site: foreign country: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains with the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2021 - 01262.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately six years post implantation due to implant fracture and metallosis. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported initial right knee implantation was placed on an unknown date with unknown product, with spacer procedure performed on unknown date due to infection of right knee. Spacer was explanted and nexgen rhk was placed. Subsequently, the patient developed metallosis of right knee and underwent revision approximately 6 years post implantation. During the procedure surgeon found femoral component loose with screw fractures. Femoral and tibia components removed and replaced with competitor product, patella was found well-fixed and retained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified implant fracture in the right knee, metallosis throughout the entire joint, femoral stem well-fixed in cement, tibial component was well fixed visual examination of the provided pictures identified the femoral component has fractured where stem mates the component. Both implants shows sign of use. Only limited information was given through the picture of the stem component. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.